Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and last recharged their scs system last year. Reportedly, the ipg would no longer communicate and was confirmed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with a new model which resolved the issue.